Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - guides/sleeves/aiming: sleeve /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. During the surgery, when the impactor was turned right after inserting the blade, it was not turned at all and the blade was not locked, and the impactor stuck to a sleeve. Eventually, the impactor and the sleeve were disassembled, but the impactor and the blade could not be disassembled. There was no surgical delay. It was unknown if the surgery completed successfully. No further information is available. Concomitant device reported: unk insertion instrument part# unknown; lot# unknown; quantity: 1). Unk nails: pfna ll. Unk - end caps: pfna 11. Unk- screws: nail distal locking. This complaint involves three(3) devices. This report is for (1) unk - guides/sleeves/aiming: sleeve. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7a e1: added facility address. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1, e3: corrected reporter name and occupation g2; h5 g3: date received by manufacturer was inadvertently reported as november 4, 2021 on initial medwatch report. The correct date should have been november 5, 2021.